Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the rate/sense channel. Sensitivity was programmed to 1.5mv but the noise was still being oversensed, resulting in some pacing inhibition and some triggered pacing. The device was programmed to ddd 60-135 bpm as the 93 year old pacemaker dependent patient was rv paced at 98%. It was noted the patient had requested tachy therapy be programmed off as they no longer wanted shock therapy. The device was nearing replacement indicator battery status so the plan was to replace the device with a cardiac resynchronization therapy pacemaker (crt-p), reattach the abandoned rv pacing lead, and abandon this rv defibrillation lead. No adverse patient effects were reported. About 10 days later the patient underwent a device replacement procedure where the crt-d was replaced with a crt-p. This rv defibrillation lead was surgically abandoned and the previously abandoned rv pacing lead was connected to the new device. All testing during the procedure and post-op was satisfactory. No additional adverse patient effects were reported.